Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right colectomy (vls) procedure, during the application fo the clips, the first clips came out not well positioned between the jaws; they were bent. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.